Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon inflated asymmetrically during a pretest. Per email received from the investigator on (B)(6) 2019, a tear in the balloon was found with no missing pieces.

Manufacturer narrative:
The reported event was confirmed. A visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter. Visual inspection of the sample noted that the balloon was torn across the entire balloon circumference." No missing pieces were noted. A potential root cause for this failure could be, "tooling (core pins) damage." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. (The bladder/urethra may be injured.] 2. Applicable patients - patients with dellrium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon inflated asymmetrically during a pretest. Per email received from the investigator on 16-jul-19, a tear in the balloon was found with no missing pieces.